Manufacturer narrative:
A customer in (B)(6) contacted biomérieux to report a misidentification of atcc® 700323¿ enterobacter hormaechei as klebsiella oxytoca in association with the vitek® 2 gram-negative (gn) identification (ID) test kit. An internal biomérieux investigation was performed. The submitted customer's qc strain and the in-house qc strain were subcultured and testing included two (2) cards from the customer lot and two (2) cards from a random lot of gn cards. The eight (8) cards tested on these strains gave all the expected positive and negative reactions. No qc deviations were observed. The customer did not submit archived data so it was not possible to determine what may have caused the qc deviation. An increase in atypical reactions can indicate an issue with the set up procedure, an atypical strain, mixed culture, contamination or decreased viability. Vitek® 2 gn cards are performing as expected and no further action is required.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report a misidentification of atcc® 700323¿ enterobacter hormaechei as klebsiella oxytoca in association with the vitek® 2 gram-negative (gn) identification (ID) test kit. Repeat test obtained the same result. When asked about their preparation process for the qc organism, the customer stated they purchase a strain and sub-culture it to a media plate. After one week, they use the organism growth on this plate to sub-culture a second plate. This is repeated a third time; they perform testing from the organism growth on this third plate. This method deviates from that in the instructions for use (IFU). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the atcc® strain. Culture submittal was requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.